Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) advocate stated his son ran blood tests on the contour next link. The meter automatically marked several readings as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. It was requested the strips be returned for evaluation. A new meter was sent to the customer.